Event description:
The customer reported further examples of clinical chemistry albumin bcg reagent cartridges turning color in the box before first use and evidence of microbial growth floating at the bottom of full, never used cartridges. The customer was screening the product prior to use on the architect analyzer, to minimize previous issue of inter kit quality control imprecision across two packs of reagent on board at the same time. The customer provided calibration data for review, and the customer lab initiated their own microbial testing of the four affected reagent packs. The results of the microbial testing determined no bacterial isolated, however, the presence of a yeast like organism, penicillium species and aureobasidum pullulans. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical products: architect c16000 analyzer, list # 3l77-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect c16000 analyzer, list # 3l77-01, (B)(4). The cause of the particulate matter (penicillium sp, a fungal species found in the environment) observed in some clinical chemistry albumin bcg reagent cartridges was due to exposure of the albumin bcg formula containing weak antimicrobial additive from normal formulation and filtering processes designed for microbial growth controlled clinical chemistry reagents. Abbott issued a product recall advising customers to discard or destroy any inventory of three affected lots of clinical chemistry albumin bcg reagents. Abbott is identifying alternate formulation for the clinical chemistry albumin reagents that contain no mercury.